Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 230 mg/dl. The customer claimed that they would reach out to their health care provider to obtain manual injections for insulin therapy. Customer declined further follow up with tandem to confirm if backup therapy was obtained.